Manufacturer narrative:
The pump remains in use supporting the patient. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the patient's outflow graft was "becoming dislodged." The outflow graft was replaced and a sealed outflow graft collar was used during the replacement procedure. Additional information received from the vad coordinator stated that the outflow graft "becoming dislodged" was noted during a routine x-ray. The patient remains ongoing.